Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information updated b7: other relevant history.

Event description:
It was reported that a hemorrhage occurred, and the patient died. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 10x60x75 epic vascular stent was implanted. During the follow-up period, extravascular bleeding was noted from the end of the stent. A surgical procedure was performed to resolve the bleeding, and the patient was under observation. Four days later, the patient's condition suddenly changed, and they went into cardiac arrest. Cardiopulmonary resuscitation was performed, but the patient did not regain consciousness and passed away. A CT scan revealed bleeding in the periphery of the stent. The cause of death was retroperitoneal hematoma. It was further reported that the patient had gastric cancer. The patient vomited blood due to gastric cancer between the index procedure and the cardiac arrest.

Event description:
It was reported that a hemorrhage occurred, and the patient died. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 10 x 60 x 75 epic vascular stent was implanted. During the follow-up period, extravascular bleeding was noted from the end of the stent. A surgical procedure was performed to resolve the bleeding, and the patient was under observation. Four days later, the patient's condition suddenly changed, and they went into cardiac arrest. Cardiopulmonary resuscitation was performed, but the patient did not regain consciousness and passed away. A CT scan revealed bleeding in the periphery of the stent. The cause of death was retroperitoneal hematoma.